Event description:
During the follow-up performed on (B)(4) 2014, noise oversensing was observed in recorded episodes leading to vf classification. No inappropriate therapy was delivered. Analysis identified noise resulted from emi.